Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter legs remained inside the deployment sheath. Add'l manipulation with the deployment sheath was needed to release the two crossed legs. The filter remains implanted in an upright position. There was no reported pt injury.

Manufacturer narrative:
A mfg review was performed. The lot met all release criteria. The delivery device was not returned. One image was provided. Based on the image review, the investigation is confirmed for crossed filter limbs. The investigation is inconclusive for partial deployment. Pt information was not provided by the facility. It is possible the user twisted during advancement or the add'l manipulation performed to deploy the filter caused the filter limbs to become crossed. However, based on the available info, the definitive root cause is unk. Image review: based on the image provided, crossed filter limbs can be confirmed. The current IFU (instructions for use) states: warning/precautions/potential. Complications: delivery of the denali filter through the introducer sheath could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Failure of filter expansion/incomplete expansion.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.